Manufacturer narrative:
Additional, changed, and/or corrected data: a3, a5, b5, e2, e3, e4, b5, d4, g3, g6, h2, h6, and h10.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower abdomen and flanks on (B)(6) 2022 using the cooladvantage coolfit applicator and developed paradoxical hyperplasia (pah/ph) after treatment. Diagnosed on (B)(6) 2023 with paradoxical adipose hyperplasia (pah/ph) by medical professional.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower abs & flanks on (B)(6) 2022 using the cool advantage applicators, who may have developed paradoxical hyperplasia (pah/ph) after treatment.

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3, g1.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower abs & flanks on (B)(6) 2022 using the cool advantage applicators, who may have developed paradoxical hyperplasia (pah/ph) after treatment.